Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat an atrial flutter a farawave 31 mm - us was selected for use. Patient had unusual anatomy, including a persistent left svc. Transeptal was difficult with a narrow la, but pvi was successful and went well with farawave. The physician pulled back to the right side, started the cti and induced an unknown flutter. The physician gave some applications near the cs ostium and then went back to the cti. The cti was very short, maybe had a pocket, and had an unusual thin tissue area near the eustachian ridge. As the farawave catheter is only indicated for treatment of the pulmonary veins these ablations are considered off label. After finishing the cti, they checked for effusion with ice and noticed a pericardial effusion on the rv that was not present at the beginning of the case and was not noticed before the start of the cti. Pressures were pretty stable, but the effusion was growing slowly and had to be drained. A pigtail catheter was inserted to drain the effusion and the patient was reversed. The patient remained stable, and it is suspected there may be a perforation near the eustachian ridge, but there is nothing known for certain. The patient is expected to fully recover from the event. The device is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.